Event description:
The pt has experienced non-auditory stimulation on all electrodes and is unable to use the device. Explantation/reimplantation surgery is yet to be scheduled. The implant team suspects a device malfunction. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.